Manufacturer narrative:
Investigation: the returned sample was visually inspected. Examination of the returned product confirmed the customer observation of the stylet pulling off of the brown needle hub upon removal from the spinal needle. Digital pictures were sent to our needle supplier. Root cause: investigation stated that the cause of this event was the stylet cannula was not fixed to the stylet hub because it was not set in the correct position when being glued to the stylet hub. It was set outside of the adhesive filled space. Review of their mfg records had no problems discovered during MFR, the supplier also checked their retain samples and found no defects. Corrective action: the needle supplier corrective action consisted of informing the assembly workers of the occurrence of the defect and educational training regarding the following two points: to ensure that the stylet is set in the correct position after stylet hub was set and before filling the adhesive, and to inspect that the stylet is attached to the stylet hub by inserting and extracting with enough care at the cannula wiping process. Review of our complaints database reveals that this is the first report, of this nature, on this device lot number.